Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 2 of 3 leads; however, it is unknown which leads; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, abt gmi, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10264191.

Event description:
It was reported that two of the patient's leads migrated. Surgical intervention was undertaken wherein the two leads were explanted, and one lead was replaced. It is unknown which leads were at fault.